Event description:
Intestinal obstruction. Pt with a history of mental retardation, biliary and gallbladder calculus, was hospitalized for treatment of intestinal obstruction in 2002. Daikenchu-to (dia-kenchu-to) 7.5 g was orally administered for 13 days for the obstruction. The pt underwent an adhesiotomy fo intestinal obstruction caused by mild adhesions between a section of the bowel and the abdominal wall, constricting the jejunum. Two sheets of seprafilm were applied to the surgical wound extending from the upper abdomen to the lower navel. Flumarin (flomoxef sodium) 2 g was administered intravenously for 2 days for prevention of post operative infection. The pt gradually developed a distended abdomen with a small volume or air discharge and frequent vomiting. Two days later, the intestinal obstruction re-occurred caused by severe adhesions of the intestinal tract. Exploratory surgery was performed. No adhesion was found between the abdomen and the intestinal tract however, there were severe adhesions between the small and large intestine. Two of the adhesion sites formed clumps and were inseparable and, therefore, both the large and small intestine were excised at this site. Pathologic findings confirmed the event to be severe adhesions caused by non-specific inflammation and reactive granulations. Foreign body giant cells and severe fibrogenesis were observed. An intravenous hyperalimentation (ivh) catheter and drainage tube were inserted. For 26 days pansporin (cefotiam hydrochloride) 2 g was administered intravenously for prevention of post-operative infection and pantol (panthenol) 1000 g was administered intravenously for stimulation of post-operative bowel movement. The pt recovered and was discharged. The treating physician assessed the event as moderate and possibly related to the use of seprafilm, with other possible causes of the event being unk. It was generally considered that such severe adhesions as seen in this case would hardly occur following simple adhesiotomy. The pt was highly assumed to have developed allergic reaction or foreign body reaction to the use of seprafilm. The assumption was also supported by pathologic findings of the excised samples.